Manufacturer narrative:
An additional investigation was performed by an edwards engineer that visited the site to obtain additional information. It was noted that a cvp sensor can be powered by either an internal excitation voltage supplied by the databox or an external excitation voltage supplied by a patient monitor. In this case, the customer connected these cable ends together creating a circular loop. This has the potential to cause a disruption in voltage patterns. When voltage patterns are disrupted the software maybe effected there by causing the display to freeze. Therefore, this was considered to be a potential contributing factor/root cause for the frozen screen.

Manufacturer narrative:
The monitor was manufactured april 01, 2011 and review of the device history record supports that there were no non-conformances noted for any reason. Per edwards¿ procedure ¿lifetime of the product specification,¿ the useful life of the monitor is 5 years. The referenced monitor has exceeded its useful life. Examination of the monitor confirmed the customer¿s complaint. The display stops working, it freezes and it is not possible to select anything on the. The monitor will be sent to kontron for repair. With any hemodynamic monitoring, pressure readings can change quickly and dramatically. Abnormal pressure readings should correlate with the patient¿s clinical manifestations. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
The device is expected to be evaluated; however, at the time of this report, the device has not been returned. Upon the return of the product, a supplemental report will be sent with the investigation results.

Event description:
It was reported, that during use of an ev1000 monitor on a post-surgical patient, the values displayed on the screen were frozen for six to eight hours. The stroke volume was displayed and the colored targets remained visible, indicating that the values were live data. The patient¿s vital signs continued to record and monitor and the map (mean arterial pressure) was displayed on the patient¿s bedside monitor. After six to eight hours, the clinician reviewed the patient's data and discovered that the ev1000 monitor screen values had been frozen. The monitor was powered down, rebooted and the cables were reconnected. The monitor worked correctly for four hours and then the screen froze again. No patient compromise was reported. No other system-related devices were reported as suspect. No patient demographics were able to be obtained.